Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Pre operative diagnosis for this procedure: adult spinal deformity procedure or technique used: oblique lumbar interbody fusion levels implanted: l4/5 it was reported that intra-op, the physician inserted the cage diagonally. While a straight inserter was inserted in diagonally, the cage turned just beside as it entered into the vertebral body, and when applying a certain amount of force, the thread part of the cage broke and the cage came off. Then the cage was once removed and was replaced with another one. The new cage was inserted into the patient body successfully. The product came in contact with the patient. No fragment of the broken product remained inside the patient. No patient complications were reported.